Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right knee was revised due to the femoral component disengaging from the post of the insert. Intra-operatively, the top of the post was found to have been worn. Patient was reported to be 'extremely active', and there are no allegations against the implants. The patient's entire scorpio knee was revised to a triathlon ts knee.